Manufacturer narrative:
Field service was not dispatched for this event. Raw data analysis showed a slight overlap between the lymphocyte and monocyte populations. The algorithm is designed to set a suspect flag if there is a significant overlap, but this was not the case for this sample. The root cause based on raw data analysis is the sample was not significantly abnormal to trigger flags for the presence of blast cells. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported erroneous differential results without instrument generated flags were obtained when using a coulter lh 780 hematology analyzer. The erroneous differential results were reported on (B)(6) 2008, by the laboratory information system (lis). Blast cells (12%) were seen on manual differential. A corrected report, based on the manual differential, was sent out. No reports of death or serious injury, and no affect to patient treatment as a result of this event. The sample was a finger stick drawn in a terumo capiject collection device. The sample was stored at room temperature and run within an hour of collection. The instrument was within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The instrument was installed on (B)(6) 2008, and went live on (B)(6) 2008. Controls were run before and after this event. Flagging sensitivity was set at [2211], which is the mid-level setting for blasts and variant lymphocyte flags and low for lmm. Ne 1 and lmm ne 2 flags. Note: lmm. Ne 1 is a flag for suspect immature neutrophils, primarily bands. Lmm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes.